Event description:
Information was received indicating that the cuff to a smiths medical portex bivona tracheostomy tube was noted to be completely detached from the tube upon removal from the patient. It was reported that an emergency trach tube change was performed. There were no reported adverse effects.